Manufacturer narrative:
Upon investigation, the technician found the left brake caster was damaged during transportation. He noticed the brake caster slid while it was in his truck and he was transporting it to his shop. He found the top part of the caster was broken off. He thinks this was caused by wear and tear due to usage and steering. The caster had been on the bed for close to 12 years. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. To resolve this issue, the technician replaced the left brake caster. Based on this information, no further actions is required.

Event description:
The technician reported the left brake caster is not holding. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).